Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and agreed to troubleshoot through a remote connection. Siemens verified that quality control (qc) results were in range on (B)(6) 2021. Siemens dispatched a customer service engineer (cse) to the customer site and performed service method tests (smt). The reagent arm #1 alignment was out of range and realigned successfully. The smt test results were verified and within the specified range. Siemens is investigating.

Event description:
The customer obtained a discordant, falsely depressed vancomycin (vanc) result on the dimension vista 500 instrument. The result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer noted the repeat result was higher and considered to be correct. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00123 on 20-may-2021. Additional information (20-may-2021): siemens reviewed the information provided and noted the reagent arm 1 alignments were completed, and the bottom of cuvette alignment was not optimal. Siemens completed a re-alignment with the reagent arm 1. The discordant patient sample (sample ID 560782) was repeated for troubleshooting purposes and to verify accuracy and precision. Siemens verified the services performed and noted that services included checking probe alignments and functionality and replacing the tubing and valves on the cuvette washer. The customer informed siemens that there was no recurrence of a discordant result post services and that no further assistance was necessary. Additional information (24-may-2021): siemens reviewed the information provided and noted that the services performed included checking the sample and reagent arm mixers and alignments. Siemens monitored the dimension vista 500 instrument's performance and verified no recurrence of a falsely depressed vancomycin (vanc) result post-service visit. The instrument is performing within specifications and required no further evaluation. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions.